Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of the reported event could be inadequate specifications of the gauge due to which the gauge did not provide accurate pressure readings and caused over inflation, resulting in device burst and user injury. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: 1 inflation device description: the bard® eagle¿ inflation device is a one-piece, plastic, 10cc disposable inflation device with a lock lever design that controls the piston, a pressure gauge, and a high-pressure connecting tube with a male rotating adapter. The pressure gauge measures pressures ranging from vacuum to 30 atm; the gauge is marked in 1 atm increments. The gauge also has an inner scale of comparable psi measurements. The accuracy of the pressure gauge has been determined to be within 1 atm over the range. Indications: the inflation device is recommended for use while performing urological balloon dilation procedures to inflate the balloon, sustain pressure, monitor pressure within the balloon, and deflate the balloon. Contraindication: none. Warnings: ¿ use only liquid inflation media. Do not inflate with air. ¿ always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, precautions, and warnings for that device. ¿ this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable regulations. Precaution: ¿ before use, inspect the device to verify that no damage has occurred during shipping and handling." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the eagle inflation device suddenly burst causing the press to fail, the operator's hand was slightly injured. This event occurred during the device's normal first use and a new device was used without issue to complete the procedure. The patient required no medical intervention. It was later reported per additional information from the ibc via email 29 april 2019; due to the rupture of the pressure pump, the operator's hand was stressed and painful. The operator had no wounds or bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the eagle inflation device suddenly burst causing the press to fail, the operator's hand was slightly injured. This event occurred during the device's normal first use and a new device was used without issue to complete the procedure. The patient required no medical intervention. It was later reported per additional information from the ibc via email 29 april 2019; due to the rupture of the pressure pump, the operator's hand was stressed and painful. The operator had no wounds or bleeding.